Event description:
The customer reported via telephone call that the keypad of the insulin pump became unresponsive while attempting a bolus. The blood glucose reading was 171 mg/dl. The customer reported that the button became stuck when entering a number and continued to scroll and then all of the buttons became unresponsive. The customer reported that the back light flashed on then off when the buttons were pressed down. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.